Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the physician(s) performed a revision on this patient and all hardware was to be replaced. The infection was noted to be osteomyelitis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a concerning increase in spine surgical site infections (ssis) associated with the guidance system robot. The infection rate had tripled compared to fiscal year 2024, with seven fusion infections reported in fy2025, five of which involved procedures utilizing the guidance system robot. It was noted that the instrument was not properly cleaned after sterilization, as observed using a borescope down the cannula inserter. In response to these findings, the use of the guidance system robot for spine surgeries was temporarily suspended effective (B)(6) 2025, while further investigation and mitigation efforts were undertaken. The patient underwent the surgery on (B)(6) 2025 and the complications began (B)(6) 2025. The surgery being performed was an image guided transforaminal lumbar interbody fusion (tlif) from levels l4-5 with the guidance system robot. There were 3 longitudinal incisions, 1 midline and 1 on either side of the spine. The left-sided incision had an area about 2 centimeter (cm) in diameter with mild palpable fluctuation, some overlying erythema, and very slight warmth to touch. The patient was re-admitted to the hospital on (B)(6) 2025 and had a drain placed in fluid collection. Additional information was received. It was reported that the procedures being performed were sacroiliac and thoracolumbar procedures. Additional information was received. It was reported that medtronic found no issues with any of the biologics that were used and the focus shifted to other possibilities.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a concerning increase in spine surgical site infections (ssis) associated with the guidance system robot. The infection rate had tripled compared to fiscal year 2024, with seven fusion infections reported in fy 2025, five of which involved procedures utilizing the guidance system robot. It was noted that the instrument was not properly cleaned after sterilization, as observed using a borescope down the cannula inserter. In response to these findings, the use of the guidance system robot for spine surgeries was temporarily suspended effective (B)(6) 2025, while further investigation and mitigation efforts were undertaken. Additional information was received. It was reported that the procedures being performed were sacroiliac and thoracolumbar procedures. Additional information was received. It was reported that medtronic found no issues with any of the biologics that were used and the focus shifted to other possibilities.

Manufacturer narrative:
H2) correction made to sections a, b5 and h. H2) section a corrected: partial patient identifier was provided. Additional patient information was requested but was not provided. H2) section b corrected: additional information regarding the event was requested but was not provided. H2) section h corrected: codes e1705, e171601, and f1901 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.